Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. The customer's blood glucose level was 151 mg/dl.